Event description:
It was reported to medtronic minimed that the customer experienced a flashing medtronic logo on the insulin pump and subsequently shut down after replacing the battery. The customer also reported that the insulin pump did not accept multiple batteries and did not turn on again. During troubleshooting, the pump turned on briefly with the medtronic logo and then shut off immediately. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, including advising the customer to disconnect the pump, attempt a battery test. When the issue persisted, the customer was instructed to discontinue pump use, place the pump in storage mode by removing the battery and pressing the back button until the screen turned off, and revert to multiple daily injections (mdi) as per the healthcare provider's instructions. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No flashing medtronic logo during testing. The pump accepts the test battery noted. No battery failed alarm during testing. Successfully downloaded history files and traces using thump. No unexpected alarm/alerts in the pump history noted. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 2.0 received the lowbatteryalert (104) on 09/02/2025 08:08:00 after more than 7 days at 20.16 days. Battery cycle 1.0 received the lowbatteryalert (104) on 08/12/2025 18:14:00 after more than 7 days at 25.0 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Customer alleged was not confirmed for flashing medtronic logo, pump not accepting battery and battery power loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.